Event description:
It was reported that while packing a bravo ph monitor, the capsule could not deploy from the delivery system. The handpiece broke during the procedure. No injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action- failure to detach, physician communication (03-dec-2007).